Event description:
It was reported that a patient underwent primary breast augmentation with two 275cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, visually, with spontaneous left breast implant deflation. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 9923472 sn: (B)(6) and (right) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 9940862 sn: (B)(6). After evaluation of the devices, it was found that the right implant was also ruptured. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 275cc breast implant was found to have a tear on the anterior view, measuring approximately 0.6 cm. Leak testing was performed in accordance with mentor's procedures, no other leak sites were detected. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: na . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).